Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8835, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included lumbar radiculopathy and spinal pain. It was reported that the patient previously spoke with a manufacturer representative because she "knocked it out of whack and had to punch some numbers in but I don't remember what that was. I can't remember that far back." The date of the event was unknown. No patient symptoms were reported, and no further complications were reported or anticipated.